Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did recur after reset. Cts to replace pump. Customer will continue to use current pump; will rely on alternate method if necessary.